Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies except for procedural related damage.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.